Event description:
The customer initially questioned results from 1 patient sample tested for sodium (na). No erroneous results were reported outside of the laboratory for this patient. During a follow-up call, the customer complained of erroneous na results for 5 patient samples that were erroneous and had been reported outside of the laboratory. Patient 1 initial na result at 3:20 a.m. Was 128.0 mmol/l. This result was reported outside of the laboratory. The repeat result at 1:34 p.m. Was 142.7 mmol/l. A corrected report was issued. Patient 2 (female with (B)(6)) initial na result at 4:03 a.m. Was 131.5 mmol/l. This result was reported outside of the laboratory. The repeat result at 1:43 p.m. Was 140.5 mmol/l. A corrected report was issued. Patient 3 (male with (B)(6)) initial na result at 4:46 a.m. Was 132.1 mmol/l. This result was reported outside of the laboratory. The repeat result at 1:46 p.m. Was 139.6 mmol/l. A corrected report was issued. Patient 4 (male with (B)(6)) initial na result at 4:50 a.m. Was 129.1 mmol/l. This result was reported outside of the laboratory. The repeat result at 1:34 p.m. Was 139.0 mmol/l. A corrected report was issued. Patient 5 (female with (B)(6)) initial na result at 5:18 a.m. Was 129.7 mmol/l. This result was reported outside of the laboratory. The repeat result at 1:34 p.m. Was 140.6 mmol/l. A corrected report was issued. No adverse event occurred. The na electrode lot number and expiration date were not provided. It was noted that the customer had been receiving intermittent alarms since (B)(6) 2016. The field service engineer visited the customer site and identified an issue with the sipper nozzle. The affected part was replaced. Operational and mechanical checks were acceptable. The customer ran calibrations and quality controls.

Manufacturer narrative:
The investigation agrees that the root cause for the erroneous results for patients 1, 3 and 4 was the issue with the sipper nozzle identified by the field service engineer. The issue was corrected by service maintenance. Based on the information available during the investigation, the erroneous results for patients 2 and 5 were most probably caused by mis-sampling or by a calibration error. Additional information was requested to investigate the issues for patients 2 and 5, however, the information was not provided. A specific root cause was not identified for these patients.